Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black eyepiece that screws onto the vh-1111 scope was broken. It would not screw down securely. The reporter believes it was discovered at the end of the case. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the eye piece is worn down around the connection to the scope and the lens is somewhat cloudy. Note - received form stating unit was 'flash' steam sterilized prior to shipping to maquet. Sent to (B)(4) for eval on (B)(6), 2010 - complaint confirmed. Eye piece is damaged most likely do to mishandling. Distal window has considerable autoclave deposits most likely due to processing inconsistent with the devices labeling (flash autoclave). Scope shows considerable normal wear and tear. Internal file number - (B)(4).